Manufacturer narrative:
Other applicable components are: product ID: 3889, lot# unknown, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urge incontinence. It was reported that the patient felt swelling and pain and that indicated them to urinate. The patient was advised to contact their clinician for questions regarding medical advice. No troubleshooting or actions/interventions were performed. The issue was unresolved at the time of the report. Additional information was received. The patient mentioned they had an accident and pulled one of the wires out, they did not go into detail. The patient also reported they had an electric feeling in their back and it made their legs feel wobbly. Patient stated they had fallen two times and yanked on their wire. Patient reported they saw their clinician on (B)(6) 2018 and adjustments were made to the wires. Additional information was received. It was reported the patient had not had their device connected for 2 days. Their doctor had told them to turn stimulation off due to their legs being paralyzed. Additional information was received. The patient clarified that they had turned their device off due to paralysis in their legs. They reported after 4 hours of the device being off, they were able to move their leg again, but they didn't know what caused this other than the device being on. After the 4 hours, the patient turned it back on, it worked for 2 days, then the second day they woke up and couldn't move their legs, they turned it back on and were able to move their legs 4 hours later. When asked the cause of the electric feeling they reported it was because they fell again and it felt like a tens unit shooting down their leg. At that point they were getting relief for their bladder and they left it like that, they turned it down and changed programming and adjusted to the feeling. They turned it off again after 4 days because it started hurting unbearably. They found when they went to get the permanent implant that they had pulled the wire out. No further complications were reported or anticipated. Omitted information from (B)(4): shooting pain in private area w/ implant.